Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant, the physician experienced difficulty while inserting and advancing the lead through the competitor sheath. Upon placement, the right ventricular (rv) lead exhibited high impedance of over 4000 ohms and non-capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.